Manufacturer narrative:
The device was not returned for analysis. As this complaint is based off a general comment by a physician, a review of the lot history record and a review of the complaint history could not be performed. Based on available information, a cause for the reported clips opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a general comment that the physician has noticed multiple clips that have opened at the one month follow up. The physician was unable to provide anymore details.